Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during use. The home patient (hp) had no idea where he was in therapy. He could barely make out the system error 2240. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient line extensions being used. The hp had disconnected to go the bathroom. Proper disconnected procedures were not used, and the patient had reconnected. The technical service representative (tsr) explained the alarm. The tsr instructed the hp to end therapy and start over with new supplies or if they were 50% or more through therapy, he could stop for the night. The tsr assisted the hp to end therapy and the hp would start over with new supplies. The supplies were not damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, the patient disconnected from the set. The label review found the labeling adequate for the use error in this complaint.